Event description:
It was reported, the patient is experiencing ineffective stimulation as all of the programs were auto-reducing. The sjm representative met with the patient and diagnostic testing indicated invalid impedance readings on all lead contacts. Surgical intervention may take place at a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's lead was explanted and replaced. The patient reported effective stimulation coverage postoperative and the issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of invalid impedance/auto reducing was confirmed. As received penta lead model 3228 was inspected under the microscope revealed broken wires in the lead and that would also cause ipg programing to auto reduce. The damage of broken wires is consistent with over stress the lead was subjected to while they were still implanted sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.